Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach . The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.0mmx20mm, 75cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured after being inflated for 20 seconds. The device was completely removed from the patient's body. The procedure was completed using a 4mmx20mm, 135cm mustang¿ balloon catheter and was inflated at 15 atmospheres for 30 seconds. No patient complications were reported and the patient's status was good.